Manufacturer narrative:
Other text: h6. Evaluation codes: updated. D3, g1,2 email is: (B)(4). No product was returned. A review of the provided picture showed the connection the customer was reporting of leaking but could not confirm the air leak as the physical device or the smc y connector was not returned for evaluation. The exact cause could not be determined; however, based on the reported problem, the most probable cause was the customer failed to fully insert the pressure hose ends into the connector to enable a tight seal. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that y-connector was not working. Can hear air seeping and pressure was not going up to 300 on the chambers. The issue was discovered during clinical training prior to the patient use. No patient involvement was reported.